Event description:
It was reported that the device was overheating the handpieces. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of overheating hand pieces could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Unit did not overheat hand pieces during functional testing on both ports. Both hand pieces were operating at highest setting (10,000rpms) for 10 minutes with no overheating. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.